Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 5.5 , lab: 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio 5.5, lab 2.5, mean 4.0, confident limits 2.3-5.7. As per internal procedure rev. 2 the inratio and lab values are within the confident limits. The product will not be investigated.